Event description:
It was reported that the customer experienced a malfunction with their insulin pump, displaying a malfunction code that was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement pump with updated software to be sent to the customer, along with the necessary training available in their source account. The customer was instructed to return the malfunctioning pump using the return box and pre-paid label provided, and acknowledged the instructions for receiving and setting up the replacement pump.